Manufacturer narrative:
The field service engineer (fse), performed a partial preventive maintenance. He replaced the sample probe and cleaned the ise 2 waste vessel. Qc recovery and ise checks were within acceptable limits at the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results on cobas 8000 cobas ise module. The initial reporter stated some of the results were reported outside of the laboratory. The electrode lot number is u7618.